Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) assisted customer remotely, customer states x-ray intermittently stays on after footswitch release for fluoro or acquisitions. Lod and daily logs do not show any abnormal condition or errors pertaining to reported issue. A field visit was arranged to inspect further. Philips field service engineer (fse) visited onsite and customer reported that foot switch was sticking. Fse replaced the foot switch. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy and cine intermittently stay on without request. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received.